Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. It was observed that no vibration was perceived due to user alert snooze setting that was found in the log within the investigation window. A manual "try-it" test was performed and passed. A global receiver functional test was performed and passed all the relevant testing. The receiver case was opened for an internal visual inspection and passed. The vibrator resistance was measured and found to be within specifications. The reported event of no vibration was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.